Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that for the last 2 days they had had severe pain around the implant site. The caller stated there was no redness, but it was sore when they poked it and when they walk. The caller added that the pain level was about an 8, which is pretty high for them because they can tolerate pain pretty well. The caller mentioned that theyhad a couple of falls almost a month ago but hadn't had any since. The caller noted they were in a lot of pain and it was impacting their ability to walk. The agent asked caller if they had any falls, trauma, or change in activity and caller stated they did have a couple falls. The patient was redirected to their healthcare provider to further address the issue. Reviewed option to turn stim off. 2024-nov-07 e1 (con): additional information was received from the patient. They reported that they did not have a fall. They stated that the cause of the pain was what appeared to be an infection. They were given doxicyline. They stated it was unknown what caused the infection. When asked what steps were taken to resolve the issue they stated that they called their physician and held video conference on friday, (B)(6). At that time the medication was prescribed. This issue had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they still have the device turned off. Patient (pt) will meet with the doctor soon and will attempt to find a suitable setting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.